Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05183 2210968-2024-05184 2210968-2024-05185 2210968-2024-05180 2210968-2024-05181 2210968-2024-05182

Event description:
It was reported that the patient underwent a total knee replacement procedure on 2(B)(6)2024 and barbed suture was used. The needle popped off the stratafix suture during surgery. The issue happened three times with the same lot. They were able to retrieve the needles and complete the case without patient harm. No further details were provided. This issue occurred in two separate procedures on the same day.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. Corrected h6 type of investigation (b17- device not returned). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.